Manufacturer narrative:
Device evaluation: one (1) smiths medical level 1 hotline 3 blood and fluid warmer was received from p/n (B)(4). L/n 3683550 with its original labelling inside a ziploc bag. Sample was received in used condition. Visual inspection was performed in order to detect any damage on the cuff, airline or pivot balloon.no discrepancies were found. Air cuff symmetry test was performed to the unit. When inflating the unit, the cuff inflated but a part was not inlflating uniformly. According to the IFU for bivona tts flextend tracheostomy tubes the balloon was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When measuring the cuff, the percentage for the symmetry waswithin the minimum acceptable range. Based on the test, the unit is within spec. The instructive "pkg-dfu-flc-2 rev.000 09/13, bivona tts flextend tracheostomy tube instructions" was reviewed. On section 6.2 says: "attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water. If the cuff does not inflate completely, squeeze the pilot balloon wile gently manipulating the cuff from the shaft. If the cuff still does not inflate, use a new tube, save the old tube and call smiths medical customer service. Deflate the cuff prior to intubations. The reported condition was not confirmed. There is no root cause for this event since the complaint was not confirmed.

Event description:
Information was received that the cuff on a smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube "would not inflate". Subsequently a tracheostomy tube change out was required. No patient adverse effects were reported.